Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. D5 is the patient/consumer., corrected data: updated (b1, b2, h1).

Manufacturer narrative:
Corrected data: phi information: initials (B)(6). Dob (B)(6) 2004. Weight 71 lbs.

Event description:
It was reported that a smiths medical trach tube was inserted in august and was fine at first but developed a slow leak. The vent kept alarming for a leak for about a week. Around this time, the patient started to experience bleeding around the trach area. Patients mother is unsure if this is related to the issues but patient is still bleeding and two more cuffs experienced pin hole leaks. No further adverse patient effects were reported.